Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customers blood glucose (bg) level was over 400 mg/dl. The customer changed the infusion set and delivered a manual injection to address bg.